Event description:
It was reported that the customer experienced diabetic ketoacidosis. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.